Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2013-05595/05596).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility, metallosis and elevated metal ion levels. Subsequently, the patient was revised on (B)(6) 2009. The modular head and taper adapter were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.